Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 6 ml bd vacutainer® whole blood, k2-edta tube 13 x 100 mm broke in a pneumatic mail system and contaminated other samples. No injury or medical intervention.

Manufacturer narrative:
Investigation: no samples were received from the customer in support of this complaint and no photographs were provided. Investigation conclusion: as no objective evidence was provided we are unable to fully investigate this complaint. There is no evidence provided that the tube was the cause of the reported defect. Bd was not able to duplicate or confirm the customer¿s indicated failure mode due to a lack of objective evidence. Root cause description: it is understood that precautions against tube breakage should be taken when transporting them via pneumatic systems. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. A DHR is expected. A supplemental will be files once completed.

Manufacturer narrative:
Investigation summary no customer samples were received for evaluation. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Investigation conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation which would indicate a manufacturing issue. Root cause description: based on the investigation, a root cause could not be determined within the scope of this evaluation which would indicate a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.